Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received blank display after changing battery. The blood glucose was 37 mg/dl at the time of the incident. Customer declined troubleshooting for the low blood glucose and states that the high blood glucose was due to over correcting with food. The insulin pump will not be returned for analysis.